Manufacturer narrative:
It was reported that patient with a lateral unicondylar knee implant developed a post-operative infection. Revision surgery occurred to successfully treat the patient. Device identifying information was not provided. Review of the device history record was not possible as the serial number of the device was not reported.

Event description:
It was reported that patient with a lateral unicondylar knee implant developed a post-operative infection. Revision surgery occurred to successfully treat the patient.